Event description:
Pt admitted to hosp 10 days after 8th prosorba treatment and diagnosed with multiple pulmonary emboli. Pt had been taking aspirin and had no history of thrombotic events. Pt was anticoagulated and discharged on coumadin. According to their physician, their dyspnea is resolving. No further prosorba treatments will be done.